Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a low blood glucose level. The customer's blood glucose level was 40 mg/dl customer states the setting were adjusted by her healthcare provider and is no longer having the low blood glucose levels. Troubleshooting was declined by the customer. No further information was provided.